Event description:
It was reported that during an unknown procedure, the device's blade cracked off and was able to be retrieved from the abdomen of the patient with grapsers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.